Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Event description:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the right atrial (ra) lead the physician was unable to position the lead in a location with acceptable thresholds. The physician suspected that the tissue stuck to the helix was affecting the threshold value. The ra lead was not used and a new ra lead was implanted. No patient complications have been reported as a result of this event.